Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported while removing the capsule a tag was noted in the left eye during laser assisted cataract surgery. The tag tore anteriorly. Treatment was completed with no further issue.

Manufacturer narrative:
Corrected information provided in g.1 and g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).